Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was procedure related.

Event description:
During an implant procedure, a slight dissection of the coronary sinus was noted. The patient did not experience any adverse consequences due to the event, and the physician elected to not implant the lead due to patient anatomy. The patient was in stable condition following the procedure.